Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The customer's complaint that this device has a sticky trigger could not be confirmed. The unit was tested and passed all operational specifications.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This report is #1 of 1 for complaint (B)(4).

Event description:
It is reported during hip fracture surgery on (B)(6) 2012 the trigger of the battery reamer/drill is sticking and the device shorts out. Reportedly there was a 5 minute delay while another device was obtained to complete the procedure. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.